Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they last charged their implant a couple months ago and now the pt can no longer charge implant. Pt has spoke with their medtronic representative (rep) about a possible over discharge and they are currently working on a time to meet. The caller was redirected to their medtronic representative. Pt mentioned that their medtronic therapy provides some pain relief and that the pt only used their medtronic therapy during the day because the stimulation keeps them up at night causing them to not be able to sleep. Redirected caller: other (document in note) additional information was received from the rep and patient and it was reported that pt called back and repeated the same information from original call, and again reviewed that they aren't getting relief from ins, and haven't charged in along time and cant walk five steps as reported in original call. They then asked if they need to have the system taken out to get an MRI. Advised they speak with hcp. Pt has been in multiple hospitals at different times untracked to stimulator and is supposed to have surgery according to pt. No actions have been taken yet. Rep called pt yesterday and left message to call rep back. Additional information received. Pt called back reporting some of the same events. Pt states he recently moved and has been in the hospital for the last 8 months and gone through hell with heart and back and needs a new hcp. Pt states he's in queens ny. Pss reviewed listings of hcps. Pt sates his battery went dead on device, this has been reported. Pt states dr. Fox is primary care. Pt states he needs a new rep in queens and a new hcp who can change the battery. Pt states they tried to get ins working sandra letarie and went through everything and nothing would work after being set up., caller mentioned the battery went dead about 5 years ago and the last 7-8 months been in pain and needs a new ins. Pt did not state how long ins did not work just that he tried to get working at hospital after 10 nerve blocks. Pt states he lost feeling in left and right leg and ended up in hospital all unrelated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.